Event description:
Information was received that a smiths medical cadd solis vip had a system fault error of 46. No patient injury resulted.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was verified. The pump was found to be displaying an "b66c" code in the versions screen main menu. This reference to ram_param_invalid "46700" error code message. According to the investigation, faulty microprocessor unit board cause the reported problem. Investigator's recommend the faulty microprocessor unit board to be replaced. The problem source of the reported problem is unknown.